Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the complaint could not be verified. Normal coils continuity and normal insulation resistance was measured for the returned part. Visual inspection revealed normal lead characteristics for the returned lead part. Since the entire lead was not returned, a complete analysis could not be performed.

Event description:
It was reported that the lead was capped and replaced due to increased threshold. A partial lead was returned for analysis.